Manufacturer narrative:
Corrected data: date of this report: (B)(4) 2014. Concomitant medical products: patient interface, lot cm00698. The text of the last two sentences of the paragraph are being corrected and should read: the indicator strips were recommended to be used with every batch, and to perform spore testing, neither of which was being followed currently. The surgeon stated that he would change his post op drops from generic pred forte to non generic. Additional information on field service site visit: the doctor uses compressed air to dry the cornea which he has always done. The filters are changed monthly. The only thing recently introduced was adding protective covers over the sharp instruments but they are sent through sterilization packs also. This was used at the beginning of january. Center was provided recommendations. Depth of the pocket changed to 230 from 220 to reduce obl (oblique bubble layer). This helped and the doctor was happy with the settings. The doctor mentioned the lifts were good and he didn't feel they were sticky. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with mild diffuse lamellar keratitis (dlk) in left eye one day post treatment. Pre-op bcva was 20/25+2 in the left eye. Patient with trace dlk at 1 day post-op. Post-op bcva was 20/15-1. On (B)(6) 2013, no dlk. On (B)(6) 2013, no dlk.

Manufacturer narrative:
(B)(4). Field service engineer visited the site and the most recent preventative maintenance was done on (B)(4) 2014, which was after the surgery date. It was noticed while at the site that there was dust in the air vents outside of the clean room door, and cleaning the vents regularly was recommended. In addition, changing gloves after scrubbing instruments and never touching sterile field or tray with the same gloves was recommended as technician was seen cleaning instruments with universal cleaner and sterile water then with same gloves on touching edge of sterile field on a sterile tray with the same gloves. Sterilizers were asked to be serviced regularly, which was not done for two years. The indicator strips were recommended to be used with every batch, and performing spore testing, neither of which was not being followed currently. The surgeon stated that he would change his post op drops from generic predforte to non generic. All pertinent information available to abbott medical optics has been submitted. Placeholder.